Event description:
In revision knee case to insert tibial tray modular plus, found 2 pieces of insert stabilize plus size 2.5, 10 mm cannot be completely inserted and locked then the doctor change to use insert stabilize plus size 2.5, 12.5 mm to complete the procedure.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.